Manufacturer narrative:
The relevant components include:: product ID 8709sc lot# serial# (B)(4) implanted: (B)(6) 2011 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 450 mcg/ml baclofen at a dose of 241.82 mcg/day and 2.5 mg/ml dilaudid at a dose of 1.3434 mg/day via an implantable infusion pump for intractable spasticity and other spasticity. It was reported that the physician was unable to aspirate the catheter when attempting a dye study. A dye study was planned because the pump's elective replacement indicator (eri) was in 9 months and replacement was to be scheduled soon. The patient was not experiencing any difficulties regarding this issue. It was unknown what if any environmental/external/patient factors may have led or contributed to the issue. Surgery was to be planned for catheter replacement/revision when pump was to be replaced for eri. The issue was not resolved at the time of this report. Surgical intervention was planned and the patient's status was "alive- no injury" with no symptoms reported. No further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the catheter had gone around her spine. The patient stated the hcp knew about the catheter going around the spine. The patient stated the issue started ¿3-5 months ago, maybe sooner¿. No patient symptoms were reported related to the catheter going around the patient¿s spine.